Event description:
It was reported that this right atrial (ra) lead exhibited high outputs and suspected to be dislodged. Additionally, the patient with this ra lead experienced discomfort. The physician decided to reposition the lead which improved the measurements. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5: describe event or problem. Correction to field d6a: implant date. Correction to field h6: impact codes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high outputs and suspected to be dislodged. Additionally, the patient with this ra lead experienced discomfort. The device was reprogrammed, and a scheduled revision will be done with the physician. This lead remains in service. No additional adverse patient effects were reported.